Manufacturer narrative:
After battery installation, the enter, go back, left, down keypad buttons worked at some times and then didn't work at other times. After swapping the boards into another case, the problem resolved itself and seems to be isolated to the keypad and flex cable. Unable to perform displacement, and self tests due to the keypad anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the buttons of insulin pump did not always respond when pushed. Customer's blood glucose level was 7.0 mmol/l. Customer stated that this did not occur consistently but once in a while. Customer stated that numbers was not ramping on their own also scroll bar was not moving with no input. Customer stated that there was no response from any button. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.